Event description:
It was reported that a balloon rupture occurred. An ipsilateral antegrade approach was performed. Following sheath placement, the lesion was crossed using a microcatheter and guidewire, and pre-dilation was performed with a non-boston scientific balloon catheter. The target lesion, which exhibited 90% stenosis, was located in the moderately tortuous and mildly calcified right superficial femoral artery. A 4.0 x 200 mm 200cm ranger paclitaxel-coated pta balloon catheter was advanced to the target lesion for dilatation. During the initial inflation at approximately 6-8 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications s were reported as a result of the event.